Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow; subsequently, the patients received more IV fluids than intended. The tubing sets were being used to deliver unspecified IV fluids. The cair clamps were being used to regulate the flow rate. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. All affected customers were notified via a device information letter dated september 20, 2007.